Manufacturer narrative:
Natus investigator found that the customer stated that they were using "the older neoblue radiometer" which was being kept in calibration, but provided no serial number. Therefore, it can be concluded that the customer was using an olympic bili-meter to measure intensity. Which concluded the customer was using an incompatible photometer. The investigation into issue with low intensity of led lights measured with olympic bili-meters is ongoing. No further investigation possible, if additional information becomes available natus will provide follow-up report.

Event description:
Natus medical received a complaint that their neoblue3 was measuring low intensity. The customer confirmed there was no delay in treatment, serious injury, death or environmental/safety concerns.